Manufacturer narrative:
Investigation results: an eval could not be performed as the device was discarded by the user facility. Although the root cause of this failure could not be identified, a corrective action has been initiated based on similar reports for this problem. A material change has been made to the cannula to support greater tensile strength. The user does not believe the broken tip of cannula remains in the surgical site, as the site was thoroughly irrigated; however, the tip was never found.

Event description:
The customer reported that following insertion of this cannula into the joint space to perform an arthroscopic shoulder procedure, the surgeon noticed a portion of the distal cannula tip missing. Following an arthroscopic view of the shoulder, the surgeon elected to perform an open surgery because the pt had a severe rotator cuff tear; and therefore, was able to inspect the open joint space for location of the missing cannula tip. The site was irrigated with copious amounts of irrigation and suction; however, the tip was not located. The customer reported that the surgery was completed without sequelae, and the pt was informed of this event.